Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced shortness of breath and felt device vibrations due to extra cardiac stimulation. During device interrogation, no capture on the lv lead was observed. Chest x-ray revealed lead dislodgement. Lead was explanted and replaced. Patient was discharged in stable condition.